Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead, extraction indication unk. Both leads had been implanted since (B)(6) 2003, and were noted to be adhered to the superior vena cava (svc) wall. A spectranetics lead locking device (lld) was inserted into the ra lead to provide traction, and the lead removal attempt began, using a spectranetics 14f glidelight laser sheath. Advancement was made to the lead's proximal electrode when the patient's blood pressure dropped. Rescue efforts began, including pericardiocentesis, bypass and sternotomy. An svc/ra junction perforation was discovered and repaired. The rv lead was not removed, nor was it prepped with an lld during the procedure. It was reported that the hospital did not have extracorporeal membrane oxygenation (ECMO) capabilities, so the patient was transferred to another hospital. Unfortunately, the patient expired 4 days post-procedure on (B)(6) 2023. This report captures the 14f glidelight in use when the perforation occurred, requiring intervention but resulting in death. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
The device was discarded, thus no investigation could be completed. Device manufacture date unk because lot number unk. Great vessel perforation, cardiac perforation, and death are known risks of complication with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.